Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on the automated test console. Failed 0.4mv ventricular sensitivity sense. Powered up on the bench and tested sensing using sigma pace 1000 ventricular channel. With the epg at 0.4mv sensing the sigma pace measured sensing at 0.45mv. Ran the sigma pace 1000 0.4mv sensitivity sensing test on a known good unit with the same result of 0.45mv. Executed 0.4mv sensitivity sensing test on both units a second time with the same results. A result of 0.45mv is within the +/- 55% tolerance requirement. This test was repeated at 2mv, 1mv, 0.8mv and 0.6mv with identical results of 2mv, 1mv, 0.8mv, and 0.6mv for both units. No logging data was available. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During manufacturer's analysis, the external pulse generator (epg) did not pass ventricular sensitivity testing, and the main printed circuit board (pcb) was found to be electrically out of specification. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned for a firmware update subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.